Event description:
It was reported by the provider that the valve is stuck. Per independent repair center statement: the unit is alarming or red light. The rexroth valve is stuck, the poppit kit valve is not shifting, and the sieve tubs are leaking. The power switch has a short circuit and the ty wraps tubing is leaking.